Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage inside the device was noted. It was also received with scratched lcd window, cracked case near display window corner, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She cleared the alarm but then noticed that some of the buttons were not responding. The customer explained that she had slipped and fell into the bath tub with the insulin pump. Blood glucose value was 313 mg/dl; treated with syringe. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.